Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they allege the insulin pen was under delivering insulin due to insulin not getting fully delivered with the insulin pen. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.